Event description:
The patient reported the dentist diagnosed stage 2 grade b periodontal disease and advised discontinuing orthodontic treatment until the periodontal condition is stabilized and reassessed for future eligibility. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.